Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
B1: added product problem. H6: added code a01 and omitted code a24 based on a review of the complaint file.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the right femoral artery in a 59-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). Post-procedure, the patient had a traumatic foley insertion. The patient was attempting to sit up and needed to be held down. Versed 5mg was given. When the patient arrived to the intensive care unit (ICU), gross hematuria was noted. It is not likely that the device caused the hematuria. Hemolysis was verified the following day. The device functioned at p-6 at 2.8l/min. The post-procedure outcome is survived at explant. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).